Event description:
Pt underwent an interventional procedure. The access site was the left superficial artery. Closure of the arteriotomy with the closer tsl6 fr device was attempted. There was hemostasis around the device. When advancing the knot, it appeared to catch or stall in the subcutaneous fascial plane. The knot pusher was used to advance the knot further, but oozing with each arterial pulse was noted. While attempting to maneuver the knot, the suture broke. A femstop was applied, and a small hematoma was noted at that time. While positioning the femstop, the venous sheath was inadvertently pulled out. A hematoma of approx 6 by 4.5 inches was noted at this time. The pt moved, and the hematoma grew into the testicular sack. Lowered blood pressure and heart rate were noted; the pt rec'd atropine and the physician was notified. A vascular surgeon was consulted, and a manual clamp applied to the site. Pt remained vagal and had an episode of vomiting. The physician inserted a sheath through the right groin, and had measured act (result was 100). The pt rec'd 2 units of blood. Pt was stabilized and transferred to the ICU. Pt subsequently recovered without further incident. The pt had undergone a previous procedure 2 days prior to this, but on the right side. Perclose products were not used for that procedure.